Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy (leaflet pathology: restricted shortened posterior leaflet with anterior override). The reported poor image resolution was difficult to visualize due to anatomy and quality of imaging. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitraclip detaching from the anterior leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. After successful deployment of an ntw clip, the clip detached from the anterior leaflet in a single leaflet device attachment (slda) event. The slda occurred while preparing a second xtw clip that was planned to be implanted, but now it was used to stabilize the slda. The mr was reduced to 1-2. Imaging was poor during the case, and the physician attributed the slda to the challenging anatomy present. There was no patient consequences. No additional information was provided.